Event description:
Our rep. Is reporting to us that during a combination arthroscopic acl and meniscal repair, the surgeon experienced a series of issues with the omnispan meniscal fastener system for the meniscal portion of the procedure which resulted in the meniscus not being repaired. It appears that the surgeon was having some difficulty getting by the fat pad resulting in the silicone retention tubing and the fasteners falling off of the inserter needle into the body; the tubing and fasteners were easily retrieved. The surgeon employed another fastener assembly using the same applier gun, and again encountered some deployment issues. The 1st of the 2 fasteners of the dual fastener assembly deployed successfully, however, as the applier was being retreated to position for the 2nd fastener deployment, the silicone tubing began to slide off the inserter needle. The surgeon attempted to penetrate the meniscus with the inserter needle for deployment, however the push rod became jammed or stuck, and as the surgeon removed the applier, the silicone tubing remained behind in the joint space; the surgeon removed the tubing and the fasteners from the joint space, performed some meniscus clean up or trimming. At this point the surgeon decided not to fix the meniscus because after pulling back from the second fastener that failed it made a large hole in the meniscus and he decided that was going to be too hard to repair. The complaint devices were discarded at the user facility. Also see associated mrds 1221934-2012-00053 and 1221934-2012-00054.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.